Event description:
The rptr did back to back (rapid succession) blood glucose testing. Rorter's results were 14, 15, and 8 mg/dl. Four minutes later, during troubleshooting, rptr did a blood glucose test using new strips, and obtained a 150 mg/dl. Rptr did not have any symptoms other than feeling anxious over the initial low test results, which were unusual. Rptr stated that the confirmation dots of the test strips were "salmon pink." The rptr thought control solution was for meter cleaning, and requested assistance in setting meter code. No harm was alleged.